Event description:
Additional questions were asked: 1. In your initial notification, you mentioned you were told about the event during a case you were attending. Were the doctors referring to the patient in the case you were present for, or some other previous patient? 2. If it was the patient in the case you were present for, was the clot generated during that surgery? 3. From where was the clot removed? The brain? The heart valve? The perfusion circuit? 4. When you say the patient is ¿fine¿, does that mean still alive and functioning, but still has trouble talking/walking? Or ¿fine¿ as in no residual effects? The cryolife representative, responded, "it was not the patient they were operating on. I don't have timeframe. So I have no idea if it was a patient a month ago, a year ago or years ago. When they said the patient is fine now they didn't clarify what that meant." Multiple attempts to obtain additional information have gone unmet, as the surgeon was unresponsive; therefore, no additional information is forthcoming.

Event description:
According to the initial report, "I was in a case today with [surgeon] and [surgeon] and they told me an on-x patient had a stroke. They took out the clot and patient is fine now. They said they would send me more details later. So that is all I have as of now."